Manufacturer narrative:
Additional information: UDI and device manufacturing date provided. A medtronic representative went to the site to test the equipment. After replacement of the computer the rep noticed that in the ndi utility that communication was still not functioning. The rep re-installed the original computer and unplugged the camera cable on all connectors and plugged them back in. After that communication with the camera was restored but needed some time to establish good communication after boot up. It did initialize every time the rep booted the system. The system passed the system checkout. The system was found to be fully functional. The most likely cause was a cable connection issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the camera was not communicating, the emitter was not initializing, and the system was very slow. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. A second computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.